Event description:
It was reported that the autopulse lifeband was loose during patient transfer. However, the lifeband was put on the patient in the ccu (critical care unit) no problems were encountered. The patient was then transferred to the lab, to the bed and to the table with the platform attached and functioning properly. However afterward, the lifeband needed to be reset after every pause. By the end of the resuscitation, when the patient was removed from the platform, the lifeband was noticeably loose and only attached by the roller bar. No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
The autopulse resuscitation system model (s/n (B)(4)) was returned to the manufacturer and was analyzed. Customer's reported complaint was confirmed. Visual inspection was performed and it was observed that the short black cover was split/cracked. Functional testing was performed and the platform passed (30:2 and continuous compressions) final test and qa inspection. The lifeband channel was replaced.